Event description:
It was reported that a patient death occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred, and the patient was discharged from the hospital. One (1) day post procedure the patient was readmitted to the hospital due to a groin bleeding event. Seven (7) days post procedure the patient died of an unknown cause.